Event description:
According to the customers statement: "wheel fell off lift". According to the customer description there was no pt involved and: "this equipment was voluntarily tagged out for svc by the customer and not used with pts; it is unlikely there was any potential for injury." Ref #9611530-2013-00070.